Event description:
It was reported via repair work order that the head left and head right side rails were stuck in the down position as they were bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.